Manufacturer narrative:
The pump passed the self test and displacement test. No unexpected pump error 53 alarm noted during the testing. Successfully downloaded history files and traces using thump. Pump error 53 alarm (file number: 709 line number: 1216) was recorded and found in the formatted history file on: (B)(6) 2023 19:58:22.000, (B)(6) 2023 20:01:21.000, (B)(6) 2023 19:18:07.000, (B)(6) 2023 19:25:27.000. Pump error 4 alarm was recorded and found in the formatted history file on: (B)(6) 2023 19:18:07.000. Pump error 53 alarm (file number: 709 line number: 1216) and pump error 4 alarm were confirmed due to software error. Please see below for pump errors/alarms noted 2 days prior to the event date 16-oct-2023 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 22:04:55.000, (B)(6) 2023 22:10:51.000, (B)(6) 2023 22:10:59.000, (B)(6) 2023 22:11:04.000, (B)(6) 2023 22:14:33.000, (B)(6) 2023 22:17:35.000, (B)(6) 2023 22:17:41.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Pump error 53 alarm (file number: 709 line number: 1216) and pump error 4 alarm were confirmed due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 53 alarm. Troubleshooting was done and the customer was able to clear the alarm, but did not received a request to rewind the insulin pump. And hence could not complete the rewind process. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and it will be returned for analysis.